Event description:
It was reported that the patient presented for a generator change procedure. Upon interrogation, the right ventricular lead exhibited noise that was oversensed by the device. The lead was capped and replaced on (B)(6) 2023. The patient was discharged post procedure.